Event description:
A male underwent initial zenith placement in 2005. The physician placed one main body and two iliac leg grafts inside a previously implanted endoprosthesis of another MFR. No right hypogastric. The left iliac leg graft pulled into the aneurysmal sac in the left iliac. In 2009, the physician placed an additional iliac leg graft into the left external without coiling the hypogastric. On the final angio there was a small late type ii endoleak from the hypogastric into the sac. Pt is fine.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, and precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring: anatomical criteria, vessel tortuosity, calcification, accurate placement of graft, proper ballooning sites within the graft. Additionally, the IFU warns that large, patent lumbar arteries, mural thrombus and a patent inferior mesenteric artery may all predispose a pt to type ii endoleaks. Based on the provided event description it is unk if a type I endoleak occurred, however, if the iliac graft pulled up into the aneurysm sac as described, it is likely a distal endoleak could occur. This is the basis for identifying "endoleak" as the failure mode. Additionally, it is unlikely that an iliac leg graft would move proximally into an aneurysm sac. It is speculated that the sac continued to grow eventually encapsulating the distal sealing stent. As noted above, a type ii endoleak was observed after the procedure. It may be possible that a type ii endoleak was present before the procedure causing the aneurysm to continually grow resulting in the stent graft falling in the sac. That cannot be confirmed at this time. We have notified the appropriate individuals and we will continue to monitor for similar events.